Manufacturer narrative:
B3 event date is approximate. Month and year of the event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient mentioned that they had 2 bad falls a couple of weeks ago and mentioned that since then, they have been feeling pain on their back, down to their legs and thru the ankle. Patient also mentioned that whenever they would increase the stimulation, pain increases as well. Patient mentioned that they went to emergency room and was advised that the fall was not serious so patient didn't go to their ortho doctor. Agent redirected them to hcp and provided the national answering service (nas) number. Agent also sent a message to the field for visibility.